Manufacturer narrative:
Patient weight was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to duplicate the issue, however the logs did show an error was generated by the system board, but the reboot recovered the system. They reloaded the system board firmware for preventative measures. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received from a site regarding an imaging system issue that occurred during a spinal fusion procedure. It was reported that after taking two flouroscopic images, the radiologist technician pressed the button for a radiographic image on the hand-switch and no image was acquired. They re-engaged the button and the issue occurred again. The technician rebooted the imaging system and took another flouroscopic image, but the rotor did not rotate to the lateral position. After opening and closing the door, the images were able to be taken without issue. There was no reported impact on patient outcome. There was a reported delay in the procedure of 10-15 minutes. No further information available.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.